Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the right distal non-aneurysmal iliac neck was 170 mm. Vessel morphology is unknown. The patient has a history of peripheral vascular disease. It was reported that the left external iliac artery was perforated due to manipulation of the 22 french sheath. A wallgraft endoprosthesis was placed to seal the perforation. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported.